Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd microlance¿ hypodermic needles were flexible, and when using force, needles were broken.

Event description:
It was reported that bd microlance¿ hypodermic needles were flexible, and when using force, needles were broken.

Manufacturer narrative:
Investigation summary: provided picture show a broken cannula at the level of the hub. Device history record review is not possible to perform since no lot number has been provided. Investigation conclusion: based on above information, defect is confirmed. However, since lot number has not been provided for evaluation so it is not possible to do an accurate investigation of the reported issue. The cannula used to manufacture microlance needles complies with the requirements of the iso standard iso 9626, ¿stainless steel needle tubing for the manufacture of medical devices¿. In accordance, any breakage issue is rare unless there was some inappropriate use of the product, for example, because of some bending of the needle while injecting. Additionally, the cannula pull out test is evaluated for compliance with the requirements of the standard ¿iso 7864:1993 sterile hypodermic needles for single use every single needle lot before release. Root cause description: in conclusion, taking into account the above information and based on our sampling plan, the probability of finding this issue in our manufacturing process is low. The cannula broke, most likely, because of incorrect handling of the product by end user. Rationale: since no lot number has been provided and based on our sampling plan, no correction actions are required at this time.

Event description:
It was reported that bd microlance¿ hypodermic needles were flexible, and when using force, needles were broken.

Manufacturer narrative:
Correction: in section h.10 of the previously submitted MDR, sections d.1 and h.1 were incorrectly referenced as the medical device expiration date and device manufacture date. This supplemental MDR is being submitted to correct those references to show the following: medical device expiration date and device manufacture date.